Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor it was reported that the patient stated they were having unusual electrical sensations in their leg and tremors around their body. The other night it woke the patient up because it hurt so much, and the two nights before they hardly slept. The patient felt like they were trembling all over. Patient says she still feels like she has some tremor, but not as bad. The patient was also having troubles getting the patient programmer to work, and wasn¿t sure they understood the instructions. It was confirmed therapy was on. After decreasing the amplitude the tremors did not go away. The patient said they didn¿t feel the tremors as much and was better, but still feels it. Turing off stimulation did not stop the sensation either. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient reported that they did not know of circumstances that led to the programmer issues and electrical sensation in their leg and that these issues had been resolved. No further complications were reported or are anticipated.